Event description:
Pt had two elevated blood tests and chemo was restarted on 2/9/96. The tests were rechecked for a baseline and different kits used-sent to a another hosp and an independent lab and both places found normal results. On 2/14/96 fax received from co stating kit was showing some false results. Pt received chemo on 2/10-2/11-2/12-2/13 with f/u on 2/16 2/19 and 2/26